Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null (B)(4) was submitted in error as under further review it was determined that this product was not involved in the reported adverse event.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent revision for instability. Patient's primary was with competitor products on a unknown date. Patient had first revision (reason unknown) on (B)(6) 2022 where our products were implanted. Patient had 2nd revision on the (B)(6) 2022 for instability, (B)(4). Then a 3rd revision for instabilty, this pc, on the (B)(6) 2023. Patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> revision surgery, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none, ip-(B)(4). Device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.